Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is female/81 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cautionary tale of right ventricular perforation during micra¿ leadless pacemaker insertion. Health science reports. 2022; 5:e869. Doi: 10.1002/hsr2.869 this is a system report. The section d information is for the primary device, which was in use with the following: other relevant device(s) are: d1: micra d4:model #: mc1vr01-delsys / expiration date: unknown / serial#: unknown. UDI #: asku. D9: no. Dev rtn to MFR? No. H4: mfg date: unknown. H5: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding right ventricular (rv) perforation during leadless pacemaker insertion. The authors described two patients who experienced perforation which required surgical intervention. In the first patient, the device was advanced, and the patient became hypotensive, and a pericardial effusion was observed. A percutaneous pericardial drain was inserted, and dark blood was aspirated. The patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated. The pericardium was opened, and dark blood was evacuated. The tear in rv was repaired with several pledgeted horizontal mattress sutures. The patient was implanted with a transvenous pacemaker approximately seven days later. The second patient became hemodynamically unstable during deployment of the leadless pacemaker. The patient developed cardiac tamponade and a pericardial drain was inserted. Blood was removed but the patient remained unstable with a large pericardial effusion. A hemopericardium with ongoing bleeding was noted and a sternotomy was performed. Attempts to close the rv tear were unsuccessful and they decided to initiate cardiopulmonary bypass. The tear was repaired with four pledgeted horizontal sutures. The status of the devices is unknown. No additional adverse patient effects were reported.